Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that an impella cp was positioned too deep within the left ventricle (lv), which prompted suction and mc not pulsatile. When the pump was repositioned, the team observed mc but, the ps and lv were unreliable. There were suction alarms. The physician declined to replace pump. When the pump was explanted, there was visible coagel (inlet and outlet).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported positioning, optical signal, and low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device passed all post-sterile inspection checks. The evaluation of the device noted that the returned pump was visually inspected, and biomaterial was observed on the sensor. The pump was connected to an aic and a placement signal not reliable alarm reproduced. The pump was soaked in tergazyme to remove the biomaterial and placement signal returned to normal at 7/7 mmhg. The cause of the positioning issue was patient condition related as repositioning resolved the issue. The cause of the optical sensor issue was biomaterial. No heparin in the purge since the patient was hit. Due to the limited clinical information and lack of available data/product the root cause of the low pump flow is not determined. This report is being filed as part of a retrospective review of historical records.